Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported symptom of "failed the downstream occlusion test" was not reproduced. A review of the event history log revealed multiple occurrences of downstream occlusion messages, however test failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream values. The downstream force sensor no tube and downstream force sensor scale factor require calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.